Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5088675. Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, yellow particles biological tissue in device outer surface and creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown. Patient additionally reported "pain in left knee joint, trouble sleeping, and lack of energy;" these events are not related to the device. Device has been explanted.